Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quicker than before. Reportedly, the battery fully depleted within 3 to 4 days. The customer¿s blood glucose level was not impacted.